Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. No further details regarding this issue, or specifically when it occurred, were provided. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the procedure was continued without the use of a curved suction instrument. It is unknown if there was a delay to the procedure or if there was any impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the curved suction was deformed. The rep indicated that the deformation was noted during inspection and no patient was involved.